Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that when the surgeon attempted to lift the flap, he was not able to separate in five and seven o'clock position, later he used a beveled eighteen gauge needle and separate the non-separated tissue in right eye of the patient during refractive surgery. Treatment was completed the same day.